Event description:
A report was received that the patient was experiencing inadequate stimulation and overstimulation on the right side of the back. X-ray was taken and showed that the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.